Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat uterine prolapse, cystocele, rectocele, abnormal uterine bleeding, dysmenorrheal, and dyspareunia and mesh was implanted. It was reported that at the time of mesh implantation the patient underwent the concurrent procedures of anterior vaginal repair, laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, and posterior vaginal repair.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain.